Manufacturer narrative:
The product is expected to be returned for analysis, but has yet to arrive. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or product is received for analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead pacing thresholds had slowly risen over a period of a few months. The lv lead was found dislodged as confirmed via x-ray. The physician stated the lead location impacted the pacing therapy. A revision procedure was performed wherein the lv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.